Manufacturer narrative:
The reported field event of backup was confirmed in the laboratory. The device was tested on the bench and analysis of the device image revealed code corruption, which resulted in the reported issue on backup operation. The cause of the code corruption is consistent with anomalies associated with device upgrade procedure and not device related.

Event description:
It was reported that at initial interrogation, the device went into backup vvi mode. The rf wand was plugged in. The device was put on hold. No patient was involved and no further information was provided.